Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implant date- unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that hemostasis was successfully achieved by the angio-seal device. After the 12-hour-long resting period; however, a hematoma was observed. No bleeding or pseudoaneurysm was confirmed. Ultrasound examination and computerized tomography (CT) scanning revealed that there was a 1-centimeter gap between the anchor and the collagen. Manual compression was applied, and the patient was monitored. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. Blood loss was less than 250cc. There was non-serious health damage for the patient. There were no other devices or equipment used with the reported product.